Event description:
It was reported by (B)(6) that: during a surgery a washer was being tightened down and one washer cracked. Another was selected. During the same procedure another washer was being tightened down and it deformed and the screw head went through the washer. Another was selected and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record review revealed no complaint related issues. Visual and dimensional exam of the device revealed the washer was cracked, but dimensional and material were found to meet specification. It's likely the cause was mechanical overloading which led to the breakage. Conclusion: the complaint is invalid from a mfg standpoint.